Event description:
Customer reported the infusion device shut-down without providing an error message. The infusion device had high power consumption and provided several battery low warnings before it shut-down without providing a battery empty error. He changed the battery, but the infusion device would not power on. No adverse event was reported. The infusion device and battery cover were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.